Event description:
Return product received with no info.

Manufacturer narrative:
(B)(4). Final device analysis was completed and revealed synchromed ii battery resistance high. The pump was administering dilaudid at a concentration of 20.0 mg/ml and a daily dose of 7.196 mg/day via simple continuous infusion.